Manufacturer narrative:
(B)(4). The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. No unexpected prime/fill anomaly noted during testing. The insulin pump had bleeding lcd glass, cracked reservoir tube lip and no broken noted. The test reservoir locked in place properly and no anomaly noted.

Event description:
The customer reported via phone call that the pixel on the screen became dark and it was difficult to read the screen. The customer blood glucose level was unknown. It was also reported that also received no delivery alarms and plastic chipped off reservoir area while changing set. The insulin pump will not be returned for analysis.